Event description:
Complaint is reportable based on additional information received (B)(6) 2010. It was reported that the flexima neph reg 8f/25cm separated at the hub. The drain was in for a few days and the patient showed concern that the drain was loose. He tugged on it and felt nothing inside him move. Patient went in and there was a break in the tube. The device was removed as a whole and a new one was put in place. Patient status is listed as fine with no complications reported. Additional information received indicated that the break was located at a portion of the catheter inside the patient's body.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)